Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. It was reported by manager that during cesarean section a needle broke off closing fascia. Broken piece of needle was was retrieved and discarded. No patient harm. Procedure was delayed by 13 minutes. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/1/2025 h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No - which tissue was being sutured when the event occurred? Fascia - was additional dissection required in other organs/tissues other than the target tissue? No - was there any change in the patient¿s post operative care due to the prolonged procedure? No - was the needle piece(s) retrieved during the same procedure? Yes - were x-rays taken to locate the needle piece(s)? No - what measures were implemented to retrieve the broken piece? Surgeon able to dissect into tissue to retrieve needle - was there any additional tissue damage resulting from the search for the needle piece? No - please provide the source or name of person providing answers to follow-up questions: (please refer to the attached email), rn to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H3 photo evaluation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding labeled as sxpp1a404 and a broken needle in two sections, one of them with suture still attached the sample is observed with many body fluids. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.